Event description:
A reporter called to submit a report about a defective omnipod 5 pump that has been used by her son. Reporter stated that she contacted the manufacturer to report that the pump is having communication failure. She said that the costumer representative told her that it is a known issue. The reporter said the pump worked for one day and it had the same problem again on the 19th. She contacted again the manufacturer. The representative told her again that it is a known problem, and many people are abandoning this device as a result. She verbalized her concern when there is a known issue like this why the manufacturer is not notifying patients. Also asked why they don't notify patients when the problem is resolved. She was told that they do not have a system to do that. Reporter said her son will not use the device any longer.